Event description:
A caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, who uses version 2.9.1 of the android mobile app, was instructed by technical support to uninstall and reinstall the app and to monitor battery depletion, reaching out for further assistance if it exceeds 35% per day. The customer understood and acknowledged these instructions.